Event description:
It was reported that during testing at the user facility, the device was leaking a black substance. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination within the device.